Manufacturer narrative:
Complaint conclusion: as reported, the sleeve which surrounds the polyethylene glycol (peg) of a 5f mynxgrip vascular closure device (vcd) did not open so the peg could not be released during the procedure. Therefore, the procedure was carried out using manual compression. There was no reported patient injury. There was no patient issue, but the procedure took much more time. There was no resistance/friction experienced as the mynx vcd was advanced through the 5f non-cordis sheath. The 5f non-cordis sheath was not kinked/bent. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The procedure was an intervention with a retrograde approach. The deployer is certified in the device. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was received separated from the device, and the stopcock was observed closed. A cordis procedural sheath was on the shuttle cartridge, exposed to blood. The sealant and the advancer tube were observed to have remained in the shuttle cartridge tubing as received. It was noted that the sealant was exposed to blood, adhering to the catheter shaft. In addition, the balloon was noted fully deflated. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and the distance between the proximal and distal tamp locks. They were measured and noted to be within specification. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. Resistance was felt because the sealant was exposed to blood and adhered to the catheter shaft, which prevented the shuttle from advancing distally. The sealant was removed, and the shuttle was able to be advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Visual inspection at high magnification was conducted to inspect the tamp locks for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. In addition, it was noted that the sealant was exposed to blood and remained in the shuttle cartridge tubing as received. The product history record (phr) review of lot f2223002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the issue experienced since there were no functional anomalies observed with the returned device, and it performed as intended per the mynxgrip IFU. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sleeve which surrounds the peg of a 5f mynxgrip vascular closure device (vcd) did not open so the peg could not be released during the procedure. Therefore, the procedure was carried out using manual compression. There was no reported patient injury. No patient issue, but the procedure took much more time. There was no resistance/friction experienced as the mynx vcd was advanced through the 5f non-cordis sheath. The 5f non-cordis sheath was not kinked/bent. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The procedure was an intervention with a retrograde approach. The deployer is certified in the device. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, the sleeve which surrounds the peg of a 5f mynxgrip vascular closure device (vcd) did not open so the peg could not be released during the procedure. Therefore, the procedure was carried out using manual compression. There was no reported patient injury. No patient issue, but the procedure took much more time. There was no resistance/friction experienced as the mynx vcd was advanced through the 5f non-cordis sheath. The 5f non-cordis sheath was not kinked/bent. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. The procedure was an intervention with a retrograde approach. The deployer is certified in the device. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
-A review of the manufacturing documentation associated with lot f2223002 presented no issues during the manufacturing process that can be related to the reported event. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.